Event description:
Novasure used for procedure, found to be faulty. The device was only burning half of the uterus surface. At the end of the hand piece, one side of mesh material seen split open with wire exposed. Novasure handpiece saved, and packed in biohazard bag. Physician involved, and aware of incident - no adverse signs to patient noted.